Event description:
Reportable based on analysis completed on 06/15/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 80% stenosed target lesion with progressive disease was located in the severely calcified and moderately tortuous circumflex (cx). The vascular access site was the radial artery. The taxus liberte 3.00x23mm stent delivery system (sds) was advanced, but could not cross the lesion. There were no patient complications and the patient's current condition is listed as "good". However, the returned product analysis revealed the stent moved on the balloon and was damaged.

Manufacturer narrative:
A visual and microscopic examination of the stent delivery system (sds) revealed the stent had moved on the balloon and was damaged. The stent was positioned 6mm distal from the distal edge of the proximal marker band. Damage to the stent was seen on both the distal and proximal edges. The first two of struts on the distal section of the stent were raised. The first and second row of struts on the proximal end of the stent were bunched and bent distally. No damage was noted with the tip and balloon sections of the device. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).